Event description:
It was reported that the unspecified bd¿ pen needle was difficult to operate. The following information was provided by the initial reporter: I've been using them for so long 1x n had curved needle, so not too bad. And according to me every needle hurts, sometimes I feel it going wrong.

Manufacturer narrative:
Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd¿ pen needle was difficult to operate. The following information was provided by the initial reporter: I've been using them for so long 1x n had curved needle, so not too bad. And according to me every needle hurts, sometimes I feel it going wrong.